Event description:
It was reported that the pump display became unresponsive during a tubing fill and the user was unable to proceed until a restart was performed through the ilet app, after which a full supply change with new materials resolved the issue. Symptoms included no reported adverse clinical effects. Outcomes included restoration of normal device function without alerts or alarms, and no medical intervention or hospitalization. Investigation included remote troubleshooting and user guidance on restart and supply replacement. Investigation of this case revealed the device recovered normal operation after restart and consumable change, consistent with a transient interface or software interruption without reproducible malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface recovery after restart with no device defect identified.